Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. (Expiry date: 08/2023).

Event description:
It was reported that during a stent placement procedure, the device allegedly failed to advance. It was further reported that the device was detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. However, a mp4 video file was provided for review. The physician was seen attempting to advance what appears to be a lifestream device into the hemostatis valve of a 9fr sheath. The video showed the distal area of the device entering the sheath. As the lifestream shaft was been feed into the sheath, the stent remains outside the sheath at the entrance of the hemostatis valve. The hcp is then seen moving the stent along the shaft and over the proximal end of the balloon. Therefore, the investigation is confirmed for the reported device failure to advance and stent dislodgement issues. The root cause for the reported device failure to advance and stent vice dislodgement issues could not be determined based upon the available information received from the field communications and video review. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings. Do not use if packaging/pouch is damaged. Attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Precautions. The device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Store in a cool and dry place. Keep away from sunlight. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Directions for use. 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation. 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Introduction of the endovascular system and placement of the covered stent. 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. H10: b5, d4 (expiry date: 08/2023), g3, h6(method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the device allegedly failed to advance within the sheath. It was further reported that the stent dislodged. The procedure was completed using another device. There was no reported patient injury.